Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic choledocholithotomy procedure, the obturator was difficult to be passed through the reuseable cannula. This occurred during the procedure but the product was not used for patient. A new device was opened to correct the problem. No adverse events have been reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of an endoport device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The trocar, obturator and spring grip were received. The circular and envelope seals were intact. However, the cannula was not received. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be not confirmed since one part of the device was not received. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.